Event description:
It is reported that the liners cracked and the cup was malpositioned, a new cup and liner were implanted.

Manufacturer narrative:
Evaluation summary: trilogy ab acetabular system surgical states warning: if the ceramic insert is not uniformly seated before impaction, the insert edge may fracture when impacted. Although not proven it is possible that with the mal positioned shell the liner may not have been positioned correctly during impaction causing the edge to break. Cause cannot be definitively determined. Evaluation: device history records indicate the shells were manufactured and inspected to specification. Review of the device history records for the head and liners was not possible as the product and/or lot numbers required for retrieval were unavailable.